Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical communication module was implicated in the following issue. The customer was running a cadd-solis pump with a communication module 2131. The customer reported that the pump showed error "communication module intermittent connection". According to the pump log, the error occurred in separated occasions for 7 days. The even-log also showed the error message during a patient infusion. There were no reported adverse events.